Event description:
It was reported that immediately following uneventful implantation of the intraocular lens (iol) the doctor observed a small piece of the optic edge missing. The surgeon determined this would not cause the patient any problems as the lens was well centered and the damage was not in the optic zone. Post operatively, date unknown, the patient experienced an eye injury and the lens lost one of the haptics and decentered. The iol was repositioned in the capsular bag and the loose haptic was removed. In the opinion of the medical monitor the damage to the optic margin occurred during the delivery of the iol with the insertion system. The decentration and further problems were related to the patient's eye injury.

Manufacturer narrative:
(B)(4). The lens remains implanted in the patient's eye. Device met all manufacturing specifications prior to market release. While we were unable to determine the definitive cause of this event our investigation reasonably suggests it is not manufacturing related. Lens remains implanted.